Manufacturer narrative:
The lens was returned to b+l and subjected to visual and functional inspection. Results revealed that the lens met specifications. The lens was delivered without any issues using a validated sample delivery device. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos ao60g intraocular lens. According to the surgeon, a capsule tear was noted during the procedure and a different lens was implanted.